Event description:
As reported by the user facility: pump over infusion. Product # 8713050u, serial # (B)(4). The below info was given by (B)(6).

Manufacturer narrative:
Exemption number (B)(4). (B)(4). Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual pump involved in the reported incident was not returned for eval however, the operational log for the involved pump was available for analysis. A review of the pump's log shows on (B)(6) 2012 at 4:34:43pm a new dose rate of 0.496; microgram/min" and a rate of 0.93ml/h was entered. At 4:41:19pm the infusion was started and at 4:42:09pm the infusion was manually stopped with a total volume infused of 0.01ml or 100.0% of the expected volume. At 4:42:14pm the pump door was opened and a tube change request was selected. At 4:51:10pm the pump was powered off. At 4:56:23pm the pump was powered on at 5:04:03pm the tube type selection was entered. At 5:04:21pm the infusion was started. Then at 5:04:48pm with a total volume infused of 0.01ml or 100.0% of the expected volume, a new dose rate set of 1.493 microgram/min and a new rate of 2.80ml/h were entered. At 5:05:27pm the infusion was manually stopped with a total volume infused of 0.03ml or 100% of the expected volume. At 5:05:29pm the infusion was re-started with the same dose rate (1.493 microgram/min.) And the rate of 2.9ml/h. At 5:05:34pm the infusion was stopped with 0 volume infused. At 5:05:38pm the pump was placed on standby. At 5:54:18pm the pump was taken out of standby. At 5:54:37pm the infusion was re-started, no change in rates. At 5:54:51pm the infusion was manually stopped with a total volume infused of 0.03ml or 91.1% (infusion was 14 seconds with a rate of 2.8ml/h, per the user's manual a deviation of +/-5% is only guaranteed for infusions >2 mins at a rate of 25ml/h) of the expected volume. At 5:54:54pm a tube change was requested and at 5:55:13pm the type of tubing was selected. At 5:55:30pm an infusion was started with the same rate of 2.8ml. The infusion was stopped at 6:16:58pm with a total volume infusion of 1.0ml or 100.0% of the expected volume. At 6:17:02pm the pump was placed on standby and not used for the rest of the day. Based on the results of this investigation, the pump operated as intended and the reported failure could not be reproduced. No conclusion can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If the actual pump involved is rec'd or if add'l pertinent info becomes available, a f/u report will be filed.